Manufacturer narrative:
Product complaint # (B)(4). Investigation summary big clumps were found in smartset powder the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_0988.jpeg the photo investigation revealed the cement powder opened and signs of clumps can be observed. A retained sample test was performed for this product and lot combination. The cement mixed and behaved as expected for the product type and met the appropriate control specification. It is worth notice that the samples were tested in a temperature and humidity-controlled laboratory. Additionally, no clumping or any foreign materials was observed in the sample powder pack. Based on the results of the retain sample testing, the root cause of the complaint condition cannot be traced to a manufacturing issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the products are exposed to during that time. As per the instructions for use (IFU-cmwe-ifu001), ¿the handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 73o f (23o c) before use. It is recommended that the unopened product is stored at 73o f (23o c) for a minimum of 24 hours before use¿. However, with the available information, a potential cause of the observed condition of the cement powder cannot be established. A manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 4360046. There was one non-conformance associated with this lot. However, this would not have contributed to the complaint event. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety device history lot a manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 4360046. There were two non-conformances associated with this lot. However, these would not have contributed to the complaint event. Device history review a manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 4360046. There was one non-conformance associated with this lot. However, this would not have contributed to the complaint event.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. Big clumps were found in the smartset powder. A new packet of smartset was opened. Procedure was completed successfully with an unknown delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. Dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements.